Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein of the forearm. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. During the procedure, the balloon ruptured in a vertical form upon third inflation at 15 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located at the proximal markerband. The rated burst pressure for this balloon is 15 atmospheres as per specification. A visual and tactile examination found the shaft of the device to be severely stretched between the proximal and distal markerbands. The shaft was also kinked at the distal tip bond. A complete separation of the shaft was also identified located approximately 210mm proximal of the proximal balloon bond. The site of separation displayed evidence of being cut, possibly to facilitate the removal of the hub/manifold during removal of the device from the patient. A visual and tactile examination found no issues with the tip of the device. A visual and tactile examination found no issues with the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein of the forearm. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. During the procedure, the balloon ruptured in a vertical form upon third inflation at 15 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.